Event description:
Health professional reported a left side implant removal due to a possible alcl. No further information received at this time.

Manufacturer narrative:
Medwatch submitted on: (B)(4) 2013. Device labeling reviewed: there were no reported events of lymphoma/alcl for pts in the (B)(4) study in the labeling for silicone implants. There were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants.